Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
T was reported that the user¿s caregiver contacted support regarding the ilet system after the patient experienced hyperglycemia up to 390 mg/dl for over an hour with alerts above 300 mg/dl and then subsequent hypoglycemia, while the caregiver attempted to manage highs by entering extra ¿fake¿ meal announcements and changing targets, which constitutes improper use and manipulation of the user interface; the patient is a frequent eater, and the caregiver requested training on a potential reset. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no serious injury or impairment. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure and failure to follow instructions when using meal announcements for correction and adjusting targets to influence the algorithm. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.